Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Upon receipt of additional information it has been determined that the reported device did not cause or contribute to the event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products- 2.7 mm locking screw 18 mm length, cat#: 00482801802 lot#: ni, 2.7 mm locking screw 20 mm length, cat#: 00482802002 lot#: ni, 2.7 mm locking screw 24 mm length, cat#: 00482802402 lot#: ni, 2.7 mm locking screw 28 mm length, cat#: 00482802802 lot#: ni, 2.7 mm locking screw 30 mm length, cat#: 00482803002 lot#: ni, 3.5 mm locking screw with 2.7 mm head 20 mm length, cat#: 00235902038 lot#: ni, 3.5 mm locking screw with 2.7 mm head 22 mm length, cat#: 00235902238 lot#: ni, 3.5 mm locking screw with 2.7 mm head 24 mm length, cat#: 00235902438 lot#: ni (qty 2), distal posterior/lateral humeral plate left 5 holes 98 mm length, cat#: 00235800605 lot#: 62975512. Report source, foreign ¿ events occurred in (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-02946, 0001822565-2018-02947, 0001822565-2018-02948, 0001822565-2018-02949, 0001822565-2018-02950, 0001822565-2018-02951, 0001822565-2018-02952, 0001822565-2018-02953, 0001822565-2018-02954, 0001822565-2018-02955. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an elbow orif utilizing a trauma plate and screws. Approximately three years post-implantation, the patient is experiencing pain even though the fracture had healed. Upon explantation, it was noted that there was corrosion on the plate and screws. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Product has been returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.